Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the sample for evaluation. Bd received a top webbing, catheter/adapter assembly, and a needle cover from item number 381512, lot number 9193539. Any testing or examinations could not be performed for the reported defect of needle retraction failure as the needle, grip, and barrel assembly were not returned for investigation. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ winged shielded IV catheter 24ga 0.75in (0.7 x 19 mm) experienced a needle that would not retract during use. The following information was provided by the initial reporter: material no: 381512 batch no: 9193539. Event description: I have a defective bd insyte¿ autogaurd¿ winged. Ref (B)(4). Lot: 9193539. Issue: needle did not retract as usual. No patient harm reported. I have the item (or what was saved of it) available.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ winged shielded IV catheter 24ga 0.75in (0.7 x 19 mm) experienced a needle that would not retract during use. The following information was provided by the initial reporter: material no: 381512, batch no: 9193539. Event description: I have a defective bd insyte¿ autogaurd¿ winged. Ref 381512 24 gax0/75 in lot: 9193539. Issue: needle did not retract as usual. No patient harm reported. I have the item (or what was saved of it) available.